Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10 additional fields: e1(event site postal code: (B)(6)) it was reported that the cardiosave intra-aortic balloon pump (iabp). Fail while customer was getting it ready for a patient transport in rescue mode. When he attached the monitor to the rescue monitor holder, the cardiosave turned off. After a restart it worked again. After the transport had been successfully carried out, they were able to simulate the failure once. Since then, the cardiosave has worked perfectly. No indication of actual or potential for harm or death. There was patient involvement and no patient harm reported. A getinge field service engineer fse evaluated the unit and he replaced spiral cable. The device has passed all performance and safety tests in accordance with the factory specifications passed. The device has been returned to the customer and for clinical use released for use.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed while getting it ready for a patient transport in rescue mode. When they attached the monitor to the rescue monitor holder, the cardiosave turned off. After a restart it worked again. After the transport had been successfully carried out, they were able to simulate the failure once. Since then, the cardiosave has worked perfectly. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.